Event description:
The customer reported that the sys intermittently locked up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The battery was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.